Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the pump supplies. Reportedly, customer may have been performing the air removal process incorrectly during the load sequence. Customer¿s blood glucose level was 200 mg/dl. Customer received additional training to address the issue.